Manufacturer narrative:
Device returned to manufacturer. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified media that was present within the inflation lumen. The device was soaked in a water bath before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole located approximately 4mm distal to the proximal markerband. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. The markerbands, blades and tip section of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination found one kink on the shaft 8mm on the proximal side of the proximal balloon bond. Blood was identified within the balloon and lumen which is evidence of a device leak. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed on a lesion. The 10mm x 2.0mm wolverine coronary cutting balloon ruptured after several dilations at an unknown pressure. The procedure was successfully completed with a different device without further issue.

Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed on a lesion. The 10mm x 2.0mm wolverine coronary cutting balloon ruptured after several dilations at an unknown pressure. The procedure was successfully completed with a different device without further issue.